Manufacturer narrative:
Follow-up report to correct suspect medical device information and manufacturer information and provide an updated MFR report number. As the manufacturing site is being corrected the new manufacturer report number is 2640128-2017-00015. See: (d1): brand name was: avaira vitality (enfilcon a) is: avaira vitality (fanfilcon a). (D2): common device name was: avaira vitality (enfilcon a) is: avaira vitality (fanfilcon a). (D3): manufacturer was: coopervision manufacturing, ltd., UK is: coopervision carribean corporation, puerto rico. (G2): manufacturer was: coopervision manufacturing, ltd., UK is: coopervision carribean corporation, puerto rico. (G7): report type is a follow-up (#1). (H2): follow-up report type is a correction.

Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient was seen for medical treatment on (B)(6) 2017 with symptoms of right (od) eye swelling, redness, pain, discharge and photophobia. The patient was diagnosed with contact lens associated microbial keratitis and a central pseudomonas corneal ulcer. The patient was prescribed several medications during treatment including levofloxacin (antibiotic), chloramphenicol (antibiotic), gentamicin (antibiotic), ciprofloxacin (antibiotic), cefuroxime (antibiotic), lymecycline (antibiotic), carmellose sodium eye drops, doxycycline (antibiotic), and prednisolone (steroid). The patient has experienced a corneal opacity in the central 6mm or the cornea as well as a permanent reduction in vision.

Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
Incident was reported by the patient's location of purchase. It is alleged that the patient experienced a corneal ulcer in the right (od) eye. The patient returned one opened lens in used condition to his location of purchase. The patient is being treated at a separate facility. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution. Should additional information become available it will be provided to FDA in a follow-up report.